Event description:
Boston scientific received information that this patient's device was unable to be interrogated. The clinic records indicate the patient has a competitive device. However, the patient reported he has a boston scientific device. The caller tried both manufacturers programmers and interrogation was unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
A review of our medical records did not identify this patient in our system. No other adverse events have been reported. This product issue will be updated if additional information is received.